Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that on (B)(6) 2016 he obtained a blood glucose reading of 108 mg/dl at 4:00pm on his aviva meter, however, he was experiencing symptoms of hyperglycemia with thirst and vomiting. Paramedics arrived 45 minutes later and the patient's blood glucose was too high to register on the paramedic meter. He was transported to the hospital where his blood glucose measured over 1,000 mg/dl and he was treated for dka with an insulin IV. On (B)(6) 2016 the patient's blood glucose measured 70-80 mg/dl at 8:00am and he went for dialysis treatment and became confused and had increased thirst. Time of the event is unknown and it is unknown if his blood glucose level was tested. An ambulance arrived and the patient was transported to the hospital. He was admitted and treated for dka for 5 days with an insulin IV. Blood glucose levels during the event were not provided. Return of the suspect device was requested for evaluation.